Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced pain and drainage around the abutment site and subsequently was treated with oral antibiotics for a duration of 10 days (date not reported).